Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker displayed safety mode. The patient was pacemaker dependent at the time. It was noted that the patient felt muscle stimulation and had no underlying rhythm. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.